Event description:
This customer reported that the device was not recognizing the therapy cable properly. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the device was not recognizing the therapy cable properly. There was no report of pt involvement. The device was returned to philips, and the reported symptom was duplicated. Replacement of the power pca resolved the symptom.